Event description:
It was reported that the user experienced persistent hyperglycemia following a cartridge change. The ilet displayed no alarms, and the infusion site appeared intact. Device data indicated that corrective insulin deliveries were administered during the event. The user later performed a fingerstick measurement of 492 mg/dl, changed the infusion site to rule out potential scar tissue, and elected to administer a manual insulin injection while disconnecting from the ilet for approximately two hours. The reported symptom was hyperglycemia. The outcome consisted of self-management with corrective insulin administration and temporary disconnection from the device. No additional medical intervention or hospitalization was reported. The investigation included review of device data, which confirmed delivery of corrective insulin doses, and troubleshooting of the infusion site. No device alarms or leakage were observed. Despite the infusion site change and continued corrective dosing, the cause of the hyperglycemia remained unclear. Based on previously established findings for similar reports, it was concluded that the cause of the event was inconclusive. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.